Event description:
A simpulse solo irrigator was used on a pt during surgery to irrigate a wound. Pt returned to the operating room a few days later for add'l irrigation. At that time it was discovered the irrigator tip, which is house inside a clear cone, had broke off from the previous surgery and it was found in the pt's wound. Since the pt had return for add'l irrigation due to infection, there was no adverse reaction noted.